Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted with resetting the pump, which resolved the issue. The customer was instructed to continue using the pump and to call back if the malfunction code recurs, to which the customer acknowledged and understood.